Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty rails. A field service engineer, replaced the rail and inspected the connections, wires, and voltage to the control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system hasbroken drawer. The customer stated that the malfunction occurred when the user attempted to dispense medication to the patient, customer had medications in a different machine located near to it. There were no adverse events or injuries reported based on this incident.